Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient in cardiac arrest after nearly drowning, the device had a delay in powering up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that during subsequent testing, the device was unable to power on after replacing batteries. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was duplicated and attributed to a faulty switch on the main board. Analysis for reports of this type has not identified an increase in trend.